Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra valve in the aortic position. The sheath tip tear was observed after the valve was passed thru the esheath and was not observed until removal. The valve exited the sheath with no additional force or resistance reported. There was no patient injury nor procedural complications.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was received and reviewed. The 3mensio and post-procedural device images were provided, and the following was observed: calcification and tortuosity are present with the access vessels. Sheath distal tip torn radially along the distal edge of the liner and axially. Scratches near distal end of sheath shaft. The reported event was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, the sheath tip torn after valve was passed, tortuous anatomy, sheath suture was cut and sheath and commander system was advanced slightly and valve exited the sheath no issues, the sheath had a tear after it was removed, no patient complications. Per evaluation of the returned imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner and axially. The failure mode is characteristic of sheath tip tear events as described in a previous product risk assessment investigation. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, provided imagery shows the presence of access vessel tortuosity and calcification near the aortic bifurcation, as well as scratches near the sheath tip, suggesting calcification in the access vessel. Per the training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip upon advancement of the valve. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.